Event description:
This case was initially received via regulatory authority (B)(6) on 27-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("left essure was not found / suspicion of device expulsion together with menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult insertion to the left side" in (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), fatigue ("tiredness") and weight increased ("weight increase"). The patient was treated with surgery (bilateral fallopian tube removal and removal of right coil). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, abdominal pain upper, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain upper, device expulsion, fatigue and weight increased to be related to essure. The reporter commented: insertion was difficult, tubal spasm occurred in left. Preoperatively left implant was not seen and native x-ray showed only 1 implant. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: only 1 implant present - left implant not seen control performed on (B)(6) 2012: both coils were well in situ. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case, a search in the database was performed on (B)(6) 2018 for the following meddra pt: device expulsion. The analysis revealed 548 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.